Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's therapy pca needs to be replaced. There was no reported patient involvement.

Event description:
It was reported to philips that the device had a general self-test issue . There was no reported patient involvement/adverse patient impact.